Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 product type extension product ID b3301542m serial# (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 06-dec-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) stated they are in a stage 2 or case with percept rc. Rep stated they are getting high impedances on contacts 1 and 2 - specifically monopolars showing >5k ohms and bipolars showing >10k ohms. The caller stated they disconnected the lead from the extension and checked the lead on its own and it tested fine per the caller. The caller noted they tried to switch the extension/lead to the other port of the ins and the impedance issue followed the move from the first to second port with the assumption being that the implantable neurostimulator (ins) was not the cause of the impedance issue. The extension in question b3400-60 was then replaced and the impedance issue continued with the new extension. The doctor wondered if there was a tolerance issue of some kind with the lead at the extension site. The caller noted that it looked like everything was lined up correctly at the 'grey' line. The caller noted the doctor took a ruler and measured the leads as they connected in the distal portion and they both corresponded with each other with the intention being maybe they would find one lead being out further than the other. The caller stated he tried stimming for 10 minutes on contact 1 and 2 and the issue remained. The caller confirmed that they had kept the lead/components dry, that the ins was in the pocket and that the set screws in question were tight. The caller tried running impedances and noted adjusting 2.0ma to 3.0ma. There was no resolution at the end of the call and caller noted at this time they would close up. No symptoms reported. Additional information was received from the manufacturer representative (rep). The cause was not determined. Lead tested normal on its own with lead test cable using 3.0 volts. The issue was not resolved. Impedances with percept rc were ran at 1.0 ma and impedances were still over 5,000 ohms in monopolar and > 10,000 in bipolar.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was seen for initial programming on (B)(6). The impedance issues had resolved and all impedances on both brain electrodes were in normal range. The patient was doing well with therapy.